Event description:
Anesthetist was administering a local anesthetic into patients lumbar area with a 30g x 0.5" needle and the needle broke off from the hub and remained in the patient. Hospital would not release further information on patient condition or sample.

Manufacturer narrative:
No actual sample received for evaluation. No other incidents of this nature with this lot of product have been reported. Attempts by the product incident coordinator to obtain add'l info were unsuccessful. The hospital would not release any further info regarding the condition of the patient as a result of this incident. Bd will continue to monitor for this issue via monthly trend reports.